Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced the events described below. On (B)(6) 2014 the patient had essure (fallopian tube occlusion insert) implanted. In the middle of an essure procedure the doctor wished to speak to someone since neither side looked like what they were used to seeing; both sides looked like part of the device was coming out. There was a long thin metallic piece. There were three coils on the left and five on the right. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: when a term like "broke" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case, also a technical defect (breakage ) was reported in the context of a complicated insertion. However, the reported technical defect could not be evaluated in more detail due to lack of sample return (see technical statement). No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. In summary, there is no suspicion of a quality defect based on the limited available information. Company causality comment: this medically confirmed report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced there is a long thin metalic piece, part of the device is coming out and complication of device insertion. The events there is a long thin metalic piece and complication of device insertion are considered non-serious while the event part of the device is coming out was considered serious due to medical importance .the event there is a long thin metalic piece is unlisted while the remaining events are listed in the reference safety information for essure. The event there is a long thin metalic piece (assumed as device breakage) was regarded as other reportable event since the reporter stated a device breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, in the middle of an essure procedure the doctor wished to speak to someone since neither side looked like what they were used to seeing; both sides looked like part of the device was coming out. There was a long thin metallic piece. According to ptc final analysis, based on the available information and due to lack of alternative explanation, causality between the events above and essure use was considered as related. No complaint sample was provided for further technical investigation. In summary, there is no suspicion of a quality defect based on the limited available information.